Event description:
The following information was reported to kci by the physical therapist: on (B)(6) 2012, a piece of foreign material alleged to be v.a.c. White foam dressing 0.3 cm x 0.3 cm x 5.5 cm was surgically removed from the pt's left lower ischial wound. The pt was reported as doing well and remained on v.a.c. Therapy.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Foam was inadvertently left in the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. There was no alleged product malfunction. There have been several attempts made to gather additional information, but there has been no response. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.